Event description:
It was reported high pacing impedance and high capture threshold were observed on the right ventricular (rv) lead. The rv lead was capped and replaced due to a suspected fracture on (B)(4) 2022. During the procedure, x-ray showed no obvious lead fracture or structural issue. The patient was stable; no adverse health consequences.